Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the distal tip of the esheath+ was observed to be damaged as the distal tip failed to split as intended. Increased resistance was encountered when the commander delivery system reached the distal tip of the esheath+, preventing further advancement. The delivery system and esheath+ were therefore withdrawn together. A new delivery system and sheath were subsequently prepared and advanced without resistance, allowing the procedure to be completed successfully. There was no patient injury, and the patient remained in stable condition. Provided imagery shows the commander delivery system stuck at esheath+ distal end, and the esheath+ distal tip unopened, and torn.